Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 34.0cm was returned for analysis. External insulation abrasion was noted at 7.0-7.6cm from the connector pin consistent with friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.